Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 1627487-2021-14224, 1627487-2021-14223. It was reported the patient experienced ineffective therapy due to lead migration. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken wherein existing leads were explanted and replaced to address the issue. Therapy was restored post procedure. It is unknown which lead is related to the issue. Therefore, all the suspected leads are being reported.